Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in mid esophagus stricture to treat an esophageal cancer during an esophagus stricture procedure performed on (B)(6) 2025. During the procedure, the stent partially deployed. The procedure was completed using another ultraflex. There was no patient complications were reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal stent was returned for analysis. A visual examination of the returned device revealed that the stent was partially deployed. During functional testing, the stent was deployed and expansion issues were found. Based on the photo provided by the complainant, it can be seen that the stent was partially deployed. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to procedural factors such as lesion characteristics, device handling, and the technique used by the physician, which could have resulted to the stent being partially deployed. Also, stent expansion rates can be negatively impacted by compression, time, temperatures, and humidity. For this reason, this will be classified as unable to exclude device problem. Based on all the available information, the selected most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in mid esophagus stricture to treat an esophageal cancer during an esophagus stricture procedure performed on (B)(6) 2025. During the procedure, the stent partially deployed. The procedure was completed using another ultraflex. There was no patient complications were reported due to this event.

Manufacturer narrative:
Block d7a (sud reprocessed and reused?) Has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the ultraflex? Esophageal ng distal covered stent and its delivery system were not returned for analysis; therefore, a technical evaluation could not be conducted. A media inspection of a photo provided by the complainant revealed that the stent was partially deployed. However, due to insufficient evidence and the inability to properly evaluate the device, the most probable causes contributing to the event remain unknown. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal covered stent was to be implanted in mid esophagus stricture to treat an esophageal cancer during an esophagus stricture procedure performed on (B)(6) 2025. During the procedure, the stent partially deployed. The procedure was completed using another ultraflex. There was no patient complications were reported due to this event.